Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range pacing impedance of greater than 2500 ohms. In unipolar, pacing impedance was also high out of range of 2300 ohms. The thresholds are stable. The patient is dependant and has no r-wave. Boston scientific technical services suggested that the physician should consider watching the patient closely. At this time, the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.